Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Therefore, 10 retention samples were functionally evaluated with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device had insufficient blood flow and when the nurse tapped the tube on the device; blood flowed back to the patient. The patient was redrawn with a new device. There was no other health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device had insufficient blood flow and when the nurse tapped the tube on the device; blood flowed back to the patient. The patient was redrawn with a new device. There was no other health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.